Event description:
It was reported that the lead was explanted due to oversensing, high impedance of greater than 3000 ohms, and a suspected lead fracture. No patient complications have been reported as a result of this event.